Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 250 mg/dl while wearing the pod for longer than 48 hours. After experiencing elevated bg levels despite delivering multiple boluses, patient found pink slide had not moved forward as intended. This indicates a needle mechanism failure occurred. Patient intended on soon applying a new pod to resume treatment. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the needle completely retracted. No issues were seen with the device or the download data. No damages or defects were found that would cause the reported needle mechanism issue.